Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-mar-2021. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. D31455) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), muscle spasms ("leg spasms"), tooth disorder ("dental problems"), paraesthesia ("tingling of the upper limbs"), malaise ("malaise") and blindness ("vision loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain, muscle spasms, tooth disorder, weight increased, paraesthesia, malaise and blindness outcome was unknown. The reporter provided no causality assessment for abdominal pain, blindness, malaise, muscle spasms, paraesthesia, tooth disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kgs. Batch no d31455 manufacturing date: 2014/11 expiration date 2017-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. D31455) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), muscle spasms ("leg spasms"), tooth disorder ("dental problems"), paraesthesia ("tingling of the upper limbs"), malaise ("malaise") and blindness ("vision loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain, muscle spasms, tooth disorder, weight increased, paraesthesia, malaise and blindness outcome was unknown. The reporter provided no causality assessment for abdominal pain, blindness, malaise, muscle spasms, paraesthesia, tooth disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.